Manufacturer narrative:
On 30-dec-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed a crease/fold on the anterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold measuring approximately 0.2 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor received additional information regarding the suspected medical device. Initially, this device was reported as left-sided. However, additional information revealed that the implantation site is unknown. Initially, the suspected medical device was reported as a 400cc mentor smooth round moderate plus profile prosthesis (catalog #: 3502400) however, additional information revealed that the actual suspected medical device is a 200cc mentor smooth round moderate profile prosthesis (catalog #: 3501625, lot #: 5745391). There is a discrepancy between the manufactured date (B)(6) 2007 and the reported implantation date (B)(6) 2003. Follow-up is still in progress. At this time, mentor is reporting what was reported as the implantation date. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant field have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 400cc mentor smooth round moderate plus profile prostheses and experienced bilateral deflation postoperatively. As a result, the patient underwent bilateral removal and replacement with two 400cc mentor memorygel breast implant prostheses (catalog #: 3504001bc, serial # 1: (B)(4), serial # 2: (B)(4)) on (B)(6) 2021. This report is for the left-sided prosthesis.